Manufacturer narrative:
Event date: (B)(6) 2015. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-08555. (B)(6). It was reported that claudication in the right leg occurred. In (B)(6) 2013, the patient's rutherford assessment was identified to be category 2. The following day, a target lesion located in the right mid superficial femoral artery(sfa) had 100% stenosis, reference vessel diameter of 6mm, a length of 140mm, and was classified as a tasc iib lesion. The target lesion was treated with pre-dilatation, place of a 7 x 150 x 130 innova stent and post-dilatation with 0% residual stenosis. A 7 x 39 x 130 innova stent was also implanted in the right sfa. The patient was discharged on antiplatelet therapy on the same day. In (B)(6) 2015, the patient experienced claudication in the right leg which was a relapse of previous claudication. No action was taken to treat this event. The event was considered to be not recovered/not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, restenosis of the previously placed stent in the right superficial femoral artery (sfa) was identified. In (B)(6) 2016, the 80% restenosis of the previously placed stent in right mid sfa was treated using percutaneous transluminal angioplasty (pta). Post treatment, residual stenosis was 0%. On the same day, the event was considered to be resolved without residual effects.